Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
Subsequent to previously filed medwatch report, additional information received states that an urgent cardiac catheterization showed no new lesions. A chest xray was negative and serial ekgs confirming tachycardia with a ventricular rate of 101 and subsequent ekgs confirming sinus rhythm at 66. The patient has fully recovered.

Event description:
New information received noted that angiography performed on readmission revealed the promus stent implanted during the index procedure was found to be patent. The second ventricular fibrillation arrest that occurred in this patient approximately 48 hours after the initial myocardial infarction (mi) was found to be related to the initial mi. The patient received an acid placement to prevent any additional occurrence of this arrest and was discharged to home on (B)(6) 2011.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported arrhythmia (includes ventricular fibrillation and ventricular tachycardia) is a known adverse event listed in the promus instructions for use. Further information noted that the patient symptoms that brought him back to the cath lab were related to the initial mi and the promus stent was found to be patent.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported arrhythmia (including ventricular fibrillation and tachycardia) are known adverse events listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, due to stable angina, a positive stress test, stemi, and a ventricular fibrillation arrest, the patient underwent the index procedure with placement of one drug eluting stent to the proximal left anterior descending artery (lad). Post procedure residual stenosis was 0% with timi iii flow. On (B)(6) 2011, the patient received a peri-procedural loading dose of clopidogrel 600 mg. Aspirin 325 mg dosing was also started on (B)(6) 2011. Clopidogrel 75 mg dosing was started on (B)(6) 2011. The patient was discharged on (B)(6) 2011. On (B)(6) 2011, the patient was home after the index hospitalization and experienced another episode of ventricular fibrillation arrest. The patient was shocked and was brought back to the emergency room. The event was reported as continuing at the time of this report and the patient recovering. No additional information was provided. In the opinion of the physician, the cardiac arrest was considered severe in intensity, not related to the drug, unlikely related to the device, and not related to the procedure. No additional information was provided.